Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge fse that discovered the issue reported that he ordered a replacement pneumatic module assembly and returned to the site and replaced the part. However, upon testing the iabp for the pneumatic leak tests, the iabp passed the leak test but would not pass the fill manifold test. After further troubleshooting, the fse tightened the tubing connections and re-seated the tubing on the helium manifold and this corrected the issue. All tests were then completed with no failure. The fse also completed all performance and safety tests and subsequently returned the iabp to the customer for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6)\. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not pass the patient interface module (pim) leak test. There was no patient involvement and no adverse event was reported.